Event description:
Additional information: it was reported that patient was admitted on (B)(6) 2019 after melena but stable labs and no symptoms for about a week prior, discharged without findings. Symptoms include hypovolemia and anemia. Several gastrointestinal studies including ugi, lgi ,push enteroscopy and capsule study. Nothing treatable were found. Bleeding resolved upon lowering the inr and stopping acetylsalicylic acid (asa).

Manufacturer narrative:
Additional information: d4, h4. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient was admitted for gastrointestinal bleed. Power and flow elevations were observed but no other significant finding for thrombus was noted. Additional information was requested but not yet provided.